Manufacturer narrative:
The device was received and evaluated. The exposed portion of the soft cannula was found to be bent. During the investigation, the bend did not prevent liquid from exiting the distal tip of the cannula. The data downloaded from the device did not show any signs of struggle during the run. It cannot be determined when or how this damage occurred. Data downloaded from the device returned an 0x1c alarm, indicating the device ran until the 80 hour expiration time. No other damages or defects noted. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 14 mmol/l (252 mg/dl). The patient received a communication error and applied a new pod.